Event description:
The customer reported high bgs. Troubleshooting was performed. The programming on the pump was ok. The pump passed the self-test, however the high-pressure test did not pass. Also it was noticed that the insulin was not exiting during prime and the driver arms were not working properly.